Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-jul-2019. With the following findings: the pump powered on with a blank display. Evaluation revealed a failed display flex. Evaluation also revealed a cracked battery compartment. The keypad was cut and torn and there was contamination observed under the all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Report late due to transition from vmsr program.

Event description:
The pump was returned for investigation. Evaluation revealed a blank display due to a failed display flex. Evaluation also revealed a cracked battery compartment. The keypad was cut and torn and there was contamination observed under the all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 18-jul-2019.